Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive up buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.